Event description:
It was reported to resmed that an astral 150 device displayed an error message (sf150) related to the electro-valve and stopped ventilation during patient use. The patient was manually ventilated and subsequently placed on a replacement device.

Manufacturer narrative:
Resmed requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned; therefore, the alleged malfunction cannot be confirmed at this time. If further information becomes available, a supplemental report will be submitted. Resmed reference: (B)(4).